Event description:
During routine inspection, it was observed that the device would not power on with a fully charged battery. The device was not showing any icons in the readiness display and emitted a low audible tone. There was no pt involvement with the reported event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return for eval/repair. Physio continues to investigate the reported event. Physio-control will submit a supplemental report on this event to FDA as provided by 21 cfr 803.56.